Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that when doing shift change, rn noticed that cytarabine infusion would be done sooner than expected "even running at the normal rate." It was reported that the clinician sped up the infusion overnight, until around 0400 and then return to normal rate. Cytarabine should have finished at 1300, but actually finished at 1122. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b11 - historical data analysis. Additional information : imdrf annex b codes.

Event description:
It was reported that when doing shift change, rn noticed that cytarabine infusion would be done sooner than expected "even running at the normal rate." It was reported that the clinician sped up the infusion overnight, until around 0400 and then return to normal rate. Cytarabine should have finished at 1300, but actually finished at 1122. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Event description:
It was reported that when doing shift change, rn noticed that cytarabine infusion would be done sooner than expected "even running at the normal rate." It was reported that the clinician sped up the infusion overnight, until around 0400 and then return to normal rate. Cytarabine should have finished at 1300, but actually finished at 1122. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had a user programming error - infusion completed early .